Event description:
The user facility reported that a blood leak occurred during treatment of a patient. Specifically, blood was seen in the dialysate lines. Blood test strips were used to confirm the blood and the machine alarmed. The patient was estimated to lose 100 cc of blood; however, the patient had no adverse effects due to leak complications. Sample was stated to be available for evaluation; however to date, a sample has not been returned.

Manufacturer narrative:
We have contacted the initial reporter to request return of the device. To date, this MDR includes all information provided. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. If the sample is returned, a supplemental report will be submitted.